Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the information from the field, the event was consistent with twiddler's syndrome.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead and loss of sensing was observed on the right atrial (ra). Diagnostic imaging was performed and confirmed that the lv and ra leads were dislodged. Lead revision is anticipated to resolve the event. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2018-11383.